Manufacturer narrative:
The insulin pump was received with button error alarm and had intermittent act button response, due to corroded keypad traces. The device was also received with minor scratches on the lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 150 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.